Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. At 49.5cm from the strain relief, the hypotube was kinked. There was blood and contrast in the inflation lumen. The balloon has a 15mm longitudinal tear 8mm from the tip. The device also has tip damage.

Event description:
Reportable based on device analysis completed on 02-sep-2021. It was reported that balloon inflation failure occured. A 2.50mm x 20mm emerge balloon catheter was selected for use; however, it was noted that the balloon did not inflate. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable. However, returned device analysis revealed balloon longitudinal tear.